Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to deploy the thumb advancer/ splitting the sheath was confirmed. The reported kink was confirmed as a bend to the garage leaf. The reported clip deploying in the tissue tract could not be replicated in a testing environment as it occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The reported difficulties were concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, resistance was felt advancing the thumb advancer. The sheath did not split completely and became kinked. The clip was deployed. It could not be confirmed if the clip deployed in the tissue track or on the vessel; however it was confirmed that the clip did not remain on the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.